Manufacturer narrative:
A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. Further information has been requested and investigation is ongoing. No further information regarding patient age and weight was provided. A supplemental emdr will be sent when the investigation is completed. Device not returned yet.

Event description:
It has been reported that the arterial blood pressure values between picco2 and the bedside monitor deviated significantly. The picco2 showed values about 20 mmhg higher (systolic and diastolic values) than the philipps bedside monitor permanently. The value discrepancy has been detected directly after set-up, as the values were not inline with the philipps monitor values. No serious injury occurred. There were no consequences for the treatment. Manufacturer reference: (B)(4).

Event description:
Manufacturer refeence #: (B)(4).

Manufacturer narrative:
First inspections revealed that the device calibration was not correct. The device has been re-calibrated. No additional deficiencies could be detected during device standard check and functional check. It is considered as likely that the wrong calibration impacted the value transmission to the bedside monitor in a way, which led to a deviation of the systolic and diastolic pressure values between picco2 and bedside monitor. No information about the apmean was received. This is supported by the fact that the values deviated permanently and the problem could be solved after replacing the devices. No additional deficiencies could be detected during testing of the device. A DHR review of the related product did not reveal any non-conformities or deviation from specification relevant to the reported issue. No further similar picco2 complaints were received within the last 2 years with the same root cause. Therefore a systematic production or design error is seen as very unlikely. No further complaints were received for the concerned device within the last 3 years. This evaluation indicates that the device failed to meet its specification. Upon the event occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. No trend has been identified, the trend rate is below <1 %. The issue will be further monitored on the market in order to identify trends. No additional actions will be taken, the complaint will be closed with the information stated above. H3 other text : device evaluation performed by local technician.